Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box; within an opened axium prime outer carton and within a tied-up plastic pouch. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found still securely attached to the coupler tube. The break indicator was found unbroken. There were no evidence of detachment attempts at these locations. The axium prime pusher was found bent/kinked at ~3.3cm, ~7.5cm, ~82.4cm, and ~86.5cm from the proximal end. The axium prime implant coil was found still attached to the pusher and stretched and damaged with the polypropylene filament unbroken. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer report of ¿premature detachment¿ could not be confirmed. The implant was returned still attached to the pusher. Customer reported device was detached and a snare loop was used to retrieve the implant. It is unclear if the correct device was returned for analysis. The customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain sufficient continuous flush, damaged micro catheter, or patient vessel tortuosity. Customer reported vessel tortuosity as moderate, and devices were prepared per IFU. Therefore, likely cause could not be determined. The returned axium prime pusher was found bent/kinked, and the implant was found stretched/damaged. Customer did not report any damages found with the implant coil/pusher during preparation per IFU and stated that the device exited the sheath smoothly; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. The echelon-10 micro catheter is compatible for use with the axium prime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the selection of the internal carotid artery with the balasta, it progressed with the microcatheter to the interior of the aneurysm on a 0.014x200 microguide. Healthcare provider (hcp) prepared the spring according to the instructions for use (IFU) and introduced by the microcatheter to the interior of the aneurysm and began to fill it. During the introduction of the spring in the aneurysm, it stopped progressing and it was identified that it had detached early and hcp did not use any device to detach the spring. To remove the spring hcp went up with a 2mmx 200cm micro snare loop catheter and the spring was successfully removed. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured clinoid segment of the left internal carotid artery aneurysm with a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a balasta 0,88 80cm sheath, and traxcess 0 ,014x200 guidewire.

Event description:
Additional information was received that there was no resistance when introducing the spring. The coil came out of the introducer sheath smoothly. There was no twisting/damage observed to the coil after removal. There were no detachment attempts made. There was no twisting/damage observed on the pusher wire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.